Event description:
Developed horrid joint pain that prevented me from doing much of anything (was a body builder up to this point) and debilitating fatigue and several autoimmune diseases after that. Had mentor breast implants removed and some symptoms subsided and most all stayed. (Autoimmune).